Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 425 mg/dl. The customer stated that she had been battling high blood glucose levels all day. The customer changed the infusion set, and the cannula was bent. The customer continued with elevated blood glucose levels, so she decided to change the infusion set again. That cannula was bent also. The customer declined troubleshooting, and stated that she is considering going off the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.